Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5272520, medical device expiration date: 07/31/2016, device manufacture date: 09/29/2015. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes under filled. No serious injury or medical intervention.